Event description:
Pump infusing norepinephrine at 0.55mcg/kg/min had a power failure. Rn grabs second pump programmed emergently. Bp falling. Tubing removed from failed pump and reinserted into new. Infusion restarted emergently.